Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter continued to display the "apply sample" after having applied a blood sample to the test strip. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue started on (B)(6) 2013 on or around 5:30pm. The patient informed the cca that she manages her diabetes with a combination of medications; however, it is not known if the patient made any adjustments to her usual diabetes management regimen as a result of not being able to obtain a blood glucose reading with the subject meter. The patient reported developing "low blood sugar" at an unspecified time after the alleged meter issue started. The cca noted that the patient denied receiving medical treatment. At the time of troubleshooting, the cca confirmed that the patient was using the correct testing technique and that the test strip was drawing the sample into the confirmation window. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a low blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and functioned properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 (03/19/2013): additional information was obtained during a follow-up call with the patient's daughter on (B)(6) 2013. The patient's daughter informed the medical surveillance specialist (mss) that the patient tests her blood glucose either once a day or every other day when a family member is able to assist her. The patient's daughter stated that on the afternoon of (B)(6) 2013, the patient developed symptoms of feeling "sweaty and shaky". In response to the symptoms, the patient attempted to test her blood glucose on her own and was unable to obtain a reading because she was most likely applying the sample incorrectly to the test strip. The patient's daughter stated that the patient's low blood glucose excursion was as a result of changes to the patient's diet on that day. The reporter stated, the patient had a routine doctor's office visit and was not able to eat till 3 or 4 pm that afternoon. Prior to (B)(6) 2013, the patient's daughter confirmed that the patient's blood glucose had been tested successfully the day prior. Based on the additional information obtained, this complaint is being ruled-out as a reportable event due to the following conclusion(s): although, the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the alleged meter issue caused and/or contributed to this serious injury. The patient was symptomatic prior to when the alleged meter issue started.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.